Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd micro-fine ultra¿ pen needle that nothing comes out of the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: I just got a call from a liberal nurse who is having problems with 4mm microfine's. She could not tell me if it was several lots or not. During the injection of the insulin, nothing comes out of the needle. The nurse does not know if it is a problem of manipulation or material.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Lot# is unknown so a DHR could not be performed.

Event description:
It was reported that during use of the bd micro-fine ultra¿ pen needle that nothing comes out of the needle. Foreign complaint the following information was provided by the initial reporter, translated from french to english: I just got a call from a liberal nurse who is having problems with 4mm microfines. She could not tell me if it was several lots or not. During the injection of the insulin, nothing comes out of the needle. The nurse does not know if it is a problem of manipulation or material.